Event description:
New information received notes that pace mapping used to confirm dislodgement and no malfunction on lead noted.

Event description:
It was reported that a patient presented with dislodgement of the right atrial lead, which resulted in ventricular paced complex. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.